Event description:
It was reported that there was a dexcom app crash. On (B)(6) 2025, the patient reported waking up at home and discovering that the dexcom g7 app was no longer functioning. The app displayed a message indicating that it had "violated the terms due to her phone being jailbroken." As a result, the patient lost visibility of her glucose levels. Shortly after, she began experiencing symptoms including dizziness and vomiting. She did not perform a fingerstick glucose test at home. Concerned about her condition, she went to the hospital independently and was treated in the emergency room. Upon arrival, her fingerstick glucose (fs) was measured at 500 mg/dl. She was administered novolog via IV drip and monitored for approximately three hours, during which her blood glucose (bg) decreased to 132 mg/dl. The patient has since removed the wearable device and is preparing to uninstall and reinstall the dexcom app before applying a new sensor. She is currently feeling well. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.